Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first firing in colectomy functional end to end anastomosis procedure was successful. They tried to removed the reload to adapter however could not. They tried it again, then suddenly, the tip of the device reacts wherein the display screen incorrectly showed the indicator that the device was ready for use. They replaced it with a disposal handle and the procedure was completed. After surgery, the sales rep visited the customer. The device in question was still connected and the battery was already dead. The sales rep removed the adapter with the attached reload to handle, then connected the adapter with reload to the handle of the sales office and tried to remove the reload however could not. They articulated the jaws and tried to return them to the straight position however the jaws kept articulation and could not stopped at the straight position. They felt stiffness however they somehow removed the reload from adapter. The nurse said the way of using and sterilization had no problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.